Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 18-jun-2025. A review of the device history records (dhrs) confirmed the cartridge lots passed release specifications. Retained and returned cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 07-may-2025, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant result of 579 seconds on a 73 year old male nstemi patient. There was no additional patient information available. Return product is not available for investigation. Method: date: tested: result (sec). I-stat, (B)(6) 2025, 9:39, 579 (unexpected). I-stat, (B)(6) 2025, 9:45, 130. I-stat, (B)(6) 2025, 9:52, 160. I-stat, (B)(6) 2025, 9:58, 166. I-stat, (B)(6) 2025, 9:58, 166. I-stat, (B)(6) 2025, 10:08, 274. I-stat, (B)(6) 2025, 10:13, 231. I-stat, (B)(6) 2025, 10:27, 219. Heparin dose (1000 unit/ml), time was not provided. No baseline testing. Customer advised via e-mail on 19-may-2025 that the 579 second value was presumed inaccurate due to suspected heparin contamination per the rn assigned to the case. However, this could be confirmed. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway. Per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolin act) test is an in vitro diagnostic test that uses fresh, whole blood. And is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery.